Manufacturer narrative:
Patient weight not available for reporting. Device broke 4 years postoperatively; exact date is unknown. The 510k: this report is for one (1) unknown spine screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient initially underwent the spine surgery on (B)(6) 2013 for dorsal stabilization of l4 to s1 by means of internal fixation. The intra- and postoperative progression was uncomplicated. The postoperative x-ray follow-up showed proper implant placement. Postoperatively, on (B)(6) 2016 patient got out of bed and felt acute pain in the area of the lower back with radiation into the left leg. He then presented at the hospital. A screw breakage at s1 left was seen in an x-ray diagnosis. Patient was not able to walk or stand due to pain. Patient also had pseudoarthrosis. Patient revised on (B)(6) 2016 for dorsal spondylodesis l4 to s1, and switched to polyaxial screws (expedium 7.0 mm, donor bone). Also new configuration of the cranial screws l4 and l5 with polyaxial screws in 7 mm diameter was performed. During revision it was identified that the two distal screws in s1 are broken. Set screws, rods as well as the inserted screws were removed. This report is for one (1) unknown spine screw. This is report 2 of 2 for (B)(4).